Manufacturer narrative:
Updated to indicate "no", device problem already known (see below, this is a known issue that is captured within the product labeling). Methods, results, and conclusions were updated to reflect the outcome of the complaint investigation. Method refers to sequencing analysis. The specimen that was reported as being under-quantitated was sequenced by roche molecular systems. Sequencing analysis revealed: that for the (B)(6) test there are several mismatches to the assay probe that are likely to affect assay performance based on the location and number of mismatches present. By contrast for the tests used by the customer for comparison: for the cobas amplicor him v1.5 test, any mismatches present under the primer and probe binding regions that are not likely to affect assay performance based on the number and location of the mismatches. For the (B)(6) test, mismatches to the gag probe are likely to affect the detection of the gag amplicon. However, any mismatches present under the ltr primers and probe are unlikely to affect amplification and detection of the (B)(6). Therefore, no sequence-related performance issues are expected for the (B)(6) test. As specified within the product labeling, though rare, mutations within the highly conserved region of the viral genome covered by the test's primers and/or probe may result in the under-quantitation of or failure to detect the virus. Based on the information available, there is no indication of a product or batch non-conformance / malfunction. Furthermore, there was report of serious injury / death associated with this reported issue. (B)(4).

Manufacturer narrative:
This is a correction to MDR 2243471-2010-00041 follow-up #1. Within the "manufacturer narrative," there was an omission within the last sentence. As written within MDR 2243471-2010-00041 follow-up #1, the last sentence indicated, "furthermore, there was report of serious injury / death associated with this reported issue." However, this sentence should have read, "furthermore, there was no report of serious injury / death associated with this reported issue." There was an inadvertent omission of the word "no" from the last sentence. Below is the full manufacturer narrative with the revised text. We apologize for any inconvenience. Updated manufacturer narrative: the specimen that was reported as being under-quantitated was sequenced by roche molecular systems. Sequencing analysis revealed: that for the (B)(6) test there are several mismatches to the assay probe that are likely to affect assay performance based on the location and number of mismatches present. By contrast for the tests used by the customer for comparison: for the (B)(6) test, any mismatches present under the primer and probe binding regions that are not likely to affect assay performance based on the number and location of the mismatches. For the (B)(6) test, mismatches to the gag probe are likely to affect the detection of the gag amplicon. However, any mismatches present under the ltr primers and probe are unlikely to affect amplification and detection of the ltr region. Therefore, no sequence-related performance issues are expected for the (B)(6) test. As specified within the product labeling, though rare, mutations within the highly conserved region of the viral genome covered by the test's primers and/or probe may result in the under-quantitation of or failure to detect the virus. Based on the information available, there is no indication of a product or batch non-conformance / malfunction. Furthermore, there was no report of serious injury / death associated with this reported issue. (B)(4).

Event description:
An under-quantitated test result for the cobas ampliprep / cobas taqman (B)(6) test , as compared to alternative analysis, was reported from (B)(6). As indicated by the customer, no treatment was administered between the various testing dates. There was no indication of patient harm.

Manufacturer narrative:
The issue being reported occurred with the ce-ivd version of the cobas ampliprep / cobas taqman (B)(6) test for which there is a similar us-ivd version, material number (B)(4). The investigation into this issue is ongoing; therefore, no conclusion can be drawn at this time. It has been noted that patient sample will likely be available for investigative testing by roche. Final investigative conclusions will be submitted through a follow-up report. (B)(4).